Event description:
It was reported that the patient had an emergent sternotomy. Later, the shock impedance was <30 ohms. Technical services advised to do a commanded shock to evaluate the system. The electrode remains implanted. There were no adverse patient effects.